Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "system error 105" alarms was identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 105" alarm was confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The input/output printed circuit board was replaced.